Event description:
It was reported by service report that there was a burnt ground wire from the terminal block to the electronic assembly board causing the cot to drift down at a fast pace. No patient involvement or adverse consequences are reported.